Event description:
A patient underwent an ultrasound guided percutaneous drainage procedure for ascites using the navarre universal drainage catheter. Post procedure on (B)(6) 2026, it was identified that the sure lok thread was broken, with the damage limited to the sure lok thread component. There was no excessive force applied to the thread, and no visible glue was observed at the end of the disengaged thread. As a result of this issue, the affected drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage procedure for ascites using the navarre universal drainage catheter. Post procedure on (B)(6) 2026, it was identified that the sure lok thread was broken, with the damage limited to the sure lok thread component. There was no excessive force applied to the thread, and no visible glue was observed at the end of the disengaged thread. As a result of this issue, the affected drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for the review. The photo shows a complete view of the implanted drainage catheter, with a red circle highlighting the distal end of the catheter. No breakage or presence of a broken surelok thread is visible. The investigation is inconclusive for the reported break and material separation issues as the provided evidence was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.